Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, bursitis, cortical thickening and peri-prosthetic fluid on the posterior lateral were noted. The fluid measured 21.0 x 60.4 x 54.5 x 1.2. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05918 / 05919).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, bursitis, cortical thickening and peri-prosthetic fluid on the posterior lateral were noted. The fluid measured 21.0 x 60.4 x 54.5 x 1.2. Additional information reports the presence of abnormalities not consistent with armd. These findings were found due to follow up testing, there were no symptoms reported by the patient.